Event description:
When making incision into eye for cataract surgery, diamond blade came off knife when knife was pulled back. Diamond blade was removed from incision with forceps, along with small black particle and surgery continued.